Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. As the event had occurred in the past, tandem technical support was unable to troubleshoot the issue. Reportedly, the customer's blood glucose level ranged from 300-400 mg/dl, which was addressed with a correction bolus. The customer was able to load a new cartridge successfully and received an accurate fill estimate.